Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up will be sent to the FDA.

Event description:
Philips received a report indicating that a patient suffered hearing loss after an mr examination.

Manufacturer narrative:
Based on the provided information, there is no indication of a malfunction of the MRI system or coil used that contributed to the injury. The total a-weighted sound energy measured over a stated period of time (laeq) was determined to be 105.7 dba. Therefore, hearing protection was required during scanning in order to adhere to regulations. In this case, it was mentioned that the headphones, which can reduce sound levels with 20 db, was not fitting correctly. Furthermore, the patient was not provided with any further hearing protection. It is therefore possible that the patient was subjected to a laeq higher than the specified limit of 99 dba.